Event description:
Packaging or labeling error. The customer reported that during surgery when the surgeon went to implant the femur, they noticed that the implant had posts on it. The customer reports that the surgeon drilled post holes for the pegs and completed the surgery successfully.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (packaging or labeling error) and product code jwh.